Manufacturer narrative:
Samples received: 1 open unit. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed in the market (B)(4) units of this batch. There are no units in stock. The thread on the open sample received is broken in pieces. The thread has been degraded by hydrolysis along the time. After checking carefully the aluminium foil of sample received, noticed that there is a hole in the aluminium pouch due to the inner support card is displaced. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Taking into account that no other customer complaints have been received for this batch regarding this issue, we consider that this is an isolated and accidental unit, the rest of the batch is correct. Actions on distributed product of this reference/batch: replace this batch to the end customer. Based on the conclusion derived from investigation, it is not required to make further actions in distributed product. Corrective/preventive actions: improvement project sixs_03.1_2015.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during surgery, the surgeon found inside the sterile pouch the thread shredded in pieces. The needle was also detached.